Event description:
A report was received that the patient was having charging difficulties. An ipg migration was confirmed by x-ray. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having charging difficulties. An ipg migration was confirmed by x-ray. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), precision implantable pulse generator. Additional information was received that the patient was explanted and replaced both ipg devices. The ipgs were depleted at time of revision and the physician chose to replace both of them. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.